Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the clinic and their diagnostic implantable cardiac monitor (icm) had migrated partially out of the pocket. The physician chose to remove and not replace the device. No patient complications have been reported as a result of this event.